Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the interconnect flex was out of mechanical specification. It was also noted that the lower case was broken.

Event description:
It was reported the sensitivity setting is inaccurate (actual sensitivity lower than the setting). The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the interconnect flex was out of mechanical specification. It was also noted that the lower case was broken. A detailed analysis was performed on the interconnect flex subassembly. This analysis found that the failure mode was the result of the unit being out of calibration.